Event description:
The customer called and found the an anomaly with the drive arms and drive assembly. It was indicated that the customer was advised that a replacement will be sent. Additionally, the customer was instructed to revert to a back up plan per md protocol. No further details.